Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from the customer to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump did not empty completely (approx. 1/2 resp. 1/4 remain in pump).

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used easypump ii lt 100-50-s without packaging. Sample 1 is quarter filled. Sample 2 is half filled. The received samples were taken to a visual inspection. Damages were not detected. As-received condition the clamp clip was closed and the patient connector was closed with a red combi stopper (the original wing cap was not handed over by the customer) at both samples. Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) at both samples. Additionally the pumps were filled with nacl 0.9 % up to the nominal volume (100 ml) and a functional test respectively a leak test was carried out. After the pumps were started, the pumps did work immediately (solution was running). Leakages were not detected at the samples. Flow rate test: nominal: 2 ml/h. Actual: sample 1: 2.5 ml in 1 h; 4.8 ml in 2 hrs; 36.6 ml in 24 hrs. Sample 2: 2.8 ml in 1 h; 5.5 ml in 2 hrs; 55.1 ml in 24 hrs. The cause for the slow flow (as described by the customer) at sample 1 could not be determined. However, slow flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.